Event description:
The customer reported that during a laparoscopic hysterectomy the staff connected the endo-cautery and placed the footpedal for the physicians' access. The physician depressed the pedal but nothing happened at the field. They checked the generator and all devices were connected properly, including rechecking the attachment to the sheers. The physician depressed the pedal again to activate but nothing happened. When the physician depressed the pedal again a fire occurred inside the cord and burned until it severed the cord in half. There was no pt or staff injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is receiving or if additional info pertinent to the incident is obtained a f/u report will be submitted.